Event description:
It was reported that due to a recent fall, patient experienced an infection near the lead and extension connection site. As a result, surgical intervention was undertaken on 07jun2024 wherein the burrr hole cap, left extensions and left lead were explanted to address the issue. It is unknown which burrr hole cap was explanted.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.